Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to front panel failure olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During the incoming inspection it was found one of the segments does not light. The reported issue could be confirmed. The front panel was replaced. Any other faults were not found. The defect was caused by wear and tear. Wear and tear was damage that naturally and inevitably occurs as a result of normal wear or aging. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the high flow insufflation unit second display of the light-emitting diode (led) panel for setting the pressure value did not work properly. The issue was found during preparation for use. There were no reports of patient harm.